Event description:
Customer reported to beckman coulter, inc. (Bec) that they observed bloody fluid below the blood sampling valve of the coulter lh 780 hematology analyzer when running samples. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) assisted the customer in troubleshooting via the telephone. Customer reported that the waste cup tube was disconnected. Customer reconnected the tube with the guidance of the fse. Customer reported that there was no further evidence of leaking after the repair.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).